Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 2290 pacing system analyzer, product ID 2067l programmer rf (radio-frequency) head. (B)(4).

Event description:
It was reported that when staff turned on the programmer, the screen would not boot up; it remained grey. The service disk was used, with no success. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the hard disk drive was reimaged and current software was reloaded.